Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was giving an "error initializing collimator" message when booting-up.  There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000888, lot number: unknown; product ID: bi71000180, lot number: unknown; product ID: bi71000444, lot number: unknown; product ID: bi71000874, lot number: unknown h3, h6: no products have been received by the manufacturer for analysis.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) a manufacturer representative went to the site to test the imaging system. The field representative (rep) source and detector both home, colx did not move. The system said moving in tech service console for about 1 second, then source began homing again. The rep was able to manually move the blades with little resistance. The rep swapped the colx and coly cables on the rotor controller, colx still did not move. The rep replaced the collimator. Colx blades closed and opened. Coly moved about a 1/4 inch, then stopped and homing process started over. The rep manually exercised x and y blades. The rep felt some resistance on the y blades. The rep rebooted, sometimes colx got stuck, sometimes it opened and closed then coly gets stuck. It never got past coly, and advanced to the filter. The rep replaced the rotor motion controller. The rep updated motion firmware. The system then booted to 2d, and was able to complete a spin. The rep reinstalled the original collimator. The rep rebooted the system 10 times, ensuring system fully booted to 2d mode each time. System was fully functional. Codes: b01, c07, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional information added to section e. H3: the rotor control box was returned to the manufacturer for analysis. Analysis found that when the rotor motion control was inst alled into a test system, the system did not initialize and motion did not ready. Motion failed, and there was an error initializing collimator. Analysis found that the reported event was related to an electrical issue. The collimator was returned to the manufacturer for analysis. The collimator was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c02, and fdc d02 are applicable to the rotor control box hardware analysis. Fdm b01, fdr c19, and fdc d14 are applicable to the collimator hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.